Manufacturer narrative:
(B)(4). Product evaluation: the device was not returned for evaluation and the catheter batch number was not provided to perform a device history record review. No case oct pullback or angiography data was provided for review. Communication was received that no additional information will be made available. Based on the information provided the investigation was limited and the investigation results are inconclusive. The cause for the reported event remains unknown. The dragonfly jp imaging catheter device instruction for use (IFU) warns and cautions the user to use the minimum flush rate and volume required to image the desired anatomy. The dragonfly jp imaging catheter device instruction for use (IFU) warns and cautions the user to refer to the contrast media instructions for use and general warnings and precautions relating to contrast media. The dragonfly jp imaging catheter device instruction for use (IFU) states that large thrombus is a contraindication for use of a dragonfly jp imaging catheter where introduction of any catheter would constitute a threat to patient safety. The dragonfly jp imaging catheter device instruction for use (IFU) states that abnormal heart arrhythmias are a complication that may occur as a consequence of intravascular imaging.

Event description:
The following was published in the article, "periprocedural myocardial injury and right bundle branch block during coronary optical coherence tomography in an acute coronary syndrome patient with severe coronary ectasia," which was published to international journal of cardiology 177 (2014) 1113-1115 and available online on (B)(6) 2014: a patient with unstable angina and chest pain underwent emergent coronary angiography (cag) which showed a filling defect at the left anterior descending artery (lad) with flow limitation. A dragonfly catheter was used during oct to evaluate the filling defect and demonstrated a thrombus protruding into the dilated vessel. Continuous injections of iso-osmolar contrast flash at 3.5ml/s were required four times to clear the oct image due to coronary ectasia. After the procedure, the patient complained of chest discomfort. An electrocardiogram test revealed complete right bundle-branch block, requiring isosorbide dinitrate and nicorandil. A cag confirmed that there were no structural changes in the lad artery or distal embolism. The author alleged that contrast flushing required for the oct acquisition may have contributed to myocardial injury. Http://dx.doi.org/10.1016/j.ijcard.2014.08.082.